Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that when removing the illuminated laser probe from the trocar, the trocar comes out of the eye. The surgeon reported that the laser tip fits in well but in order to get the wider part in to allow for better control and laser, he has to hold the trocar and push more forcefully with the laser to get it in, then it works fine.

Manufacturer narrative:
Additional information provided. The 25-gauge flex laser probe was received and a visual assessment of the returned sample was performed and revealed that the radio frequency identification (rfid) tag was damaged, unrelated to the reported event. The laser probe was inserted into a known good 25-gauge trocar cannula and passed through with no noticeable resistance. The sample¿s cannula and nitinol length was measured, where the cannula and the nitinol length were found to meet specifications. The sample¿s outer cannula diameter was measured per the drawing of an outer diameter min/max value of 0.0200 to 0.0205 inches. The sample¿s outer diameter was measured to be 0.02020 to 0.02025, meeting specifications. The sample was returned and evaluated, where the reported event could not be replicated. It should be noted that the laser probes are visually inspected during manufacturing verify the tips are conforming both visually and in length. The 25-gauge flex laser probe was manufactured on september 7, 2017. There were (B)(4) associated with this lot. Based on qa assessment, the product met specifications at the time of release. No 25-gauge trocar cannula sample was returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot number history and complaint history reviews could not be conducted. All trocar cannula are 100% inspected for gauge size. Any non-conformances found are removed from the lot and scrapped. No problem was found related to the reported event; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).